Event description:
The customer reportedly obtained five blood glucose results ranging from 128mg/dl to 486 mg/dl on the accu-chek advantage system. The results were obtained with a ten minutes timeframe. The customer did not disclose three of the five results. No reported actions taken or treatment rendered. No adverse event reported. The customer did not have the meter and strips with him during the call to the accu-chek call agent. A request was made for the return of the suspect product; replacement was sent.